Event description:
It was reported that the system was explanted due to infection. No further information provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient had chronic pain at site consistently since generator change out procedure and presented to the emergency department with fever. Patient was hospitalized due to enterococcal bacteremia and referred for ICD extraction. Device was explanted. The patient was stable before, during and after the procedure.